Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the lens did not fold up correctly when prepped to insert. Additional information was requested and received that there is a patient contact and no patient harm reported.